Event description:
Resident has developed a dermatitis condition when using sensicare powderfree vinly glove products. Complainant is already latex sensitive and switched to this product as an alternative.